Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the first two firing were with a covidien duet with a blue load. The second two firings were with an endocutter flex with a blue load. There were five additional firing with the endocutter flex with blue load and peri-strips. The surgeon used endo-stitch to suture over the two endocutter flex firings without peri-strips and part of the covidien duet firings. In addition, the surgeon scoped the patient and blow air into the stomach prior to closing and there were no visible leaks. During the procedure, the surgeon did not note any issue with the device firing or staple formation. Everything went great. The procedure was on (B)(6), sometime (B)(6) the patient developed a leak. The surgeon was not sure where the leak was coming from. The device was discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
Dr fired the covidien device and 2 fires of ours without peristrips. The doctor does use blue covidien reloads as a common practice he switched to our stapler mid case because he didn't like the staple line from the covidien stapler for the first two fires.